Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, the 3 liter hardshell reservoir would sometimes loose vacuum pressure. There was no harm to the pt. The product was not changed out. The surgery was completed successfully.